Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from administration port. The leaks were discovered during the compounding process prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.